Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1635001 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
Aa reported, hemostasis was not perfect with a mynxgrip vascular closure device and oozing was noted.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, hemostasis was not perfect with a 6/7f mynxgrip vascular closure device (vcd) and oozing was noted. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock close. The advancer tube, sealant and sealant sleeve were observed remained in their manufactured positions as received, which likely indicates that the shuttle cartridge may have not been advanced in to an existing procedural sheath during the procedure. The syringe and procedural sheath were not returned with the device. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock without any issue per mynxgrip instructions for use (IFU). Leak testing was also performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper-to-taper tear in the balloon, approximately 1.5 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A device history record (DHR) review of lot f1635001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant was still in its manufactured position. The condition of the returned device did not match the description provided. However, a tear was found on the balloon, which indicates that the balloon lost pressure during use. The exact cause of the tear could not be determined during analysis. Based on the limited information available for review and the product analysis, access site vessel characteristics (although not reported) or sheath tip condition factors (although not returned) may have contributed to the tear found since a calcified vessel and/or a frayed sheath tip may cause damage to the balloon. It is possible that this balloon tear led the customer to remove the device from the patient without deployment, and therefore reported it as imperfect hemostasis with oozing. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.